Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. The balloon was tightly folded. The hypotube was in three pieces 8.5cm from the hub with a 82cm section of hypotube and 19.5cm from the end of the hypotube. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.0mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. However, the physician noticed that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.0mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. However, the physician noticed that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.